Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) which occurred during multiple episodes. Technical services (ts) provided programming recommendations. Patient was given medication to slow rate. The device was reprogrammed. No additional adverse patient effects were reported. Currently this device remains in service.